Event description:
Patient with boston scientific ICD model e161 presented with voltage too low for projected remaining capacity. Code 1003. The patient is undecided whether he wants to have the device replaced.